Manufacturer narrative:
The device was not returned for analysis and as there was no information provided regarding the device lot number so a review of manufacturing records could not be conducted. There was limited information providing and it is unknown why the shoulder prosthesis needed to be replaced, therefore, it is not possible to exclude a device malfunction as a potential cause for the event. However, based on the available information, the probable cause was determined to be known inherent risk of the device.

Event description:
It was reported that the patient had underwent a successful shoulder arthroplasty procedure previsously, date of surgery unknown. The patient underwent a revision surgery, reason was not reported. The revision surgery was successfully completed with no reported patient clinical consequence. No other information was provided.